Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2011, it was reported that during an elevate anterior procedure significant bleeding (500 ml) occurred at the insertion site of the apical arms. The physician assumes the bleeding was from the "vena uterina." This was resolved by suturing the "vena uterina" and with compression. "The surgeon will avoid hysterectomy prior to insertion of elevate anterior in the future." Patient outcome is reported as "okay."